Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified total occlusion in the proximal lad. After a pre-dilatation with a 2.0/15 balloon, it was attempted to cross the lesion with the 2.5/26 orsiro stent system with no success. When removing the stent system, a stent deformation was noticed. It was believed the stent was already deformed before crossing attempt. Another orsiro with same size was successfully implanted. The next day, the patient passed away due to a cardiopulmonary arrest, unrelated to the complaint event.

Manufacturer narrative:
Combination product: yes. UDI: (B)(4). The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed in its proximal portion, i.e. Several struts are bent. Judging from the xray markers, the stent is displaced by about 1 mm in distal direction. Microscopic analysis of the exposed balloon surface showed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is well folded and shows no signs of inflation. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to visually check the stent crimping for uniformity, no protruding struts, and centering on the balloon and verify that the stent is positioned between the proximal and distal balloon markers, and to not use the stent system if any defects are noted.